Event description:
Reporter alleged pt's blood glucose measured 525 mg/dl compared with a lab result of 145 mg/dl when testing was performed within 10 minutes. As a result of the comparison, the pt was reportedly treated with 3 units of insulin and no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.